Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that on (B)(6) 2007, testing was performed and showed ok status on channels 1, 2, 4, 6, 9, 11, 12 and short circuits on channels 3, 5 and 7, 8. Channels 10 showed high impedance. A former testing carried out on (B)(6) 2007, showed ok status on channels 1, 6, 7, 9, 11, 12 and short circuit for channels 3 and 5. Channels 2, 4 8 and 10 showed high impedance.